Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned, mmdg was unable to confirm or replicate the complaint alleged by the initial reporter. This report is being filed retrospectively because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump pumped air into the child. They stated that they were using breast milk and did have a dose set. Mmdg did attempt to follow up and gather more information, however, the attempts were unsuccessful. (B)(4).